Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion.

Event description:
It was reported that the implantable pulse generator (ipg) reached battery depletion with indication the performance did not meet customer expectations. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion after explant. Correction: explant date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.